Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was incomplete insertion of the interconnect tab to the swiftlink connector. This is a case of user mishandling. Reference# (B)(4).

Manufacturer narrative:
Na.

Event description:
During an unknown procedure, no image was displayed when the catheter was connected. Surgery was delayed by 10 minutes. The procedure was successfully completed with no patient impact.